Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Does the patient have any coagulopathy disorders? Pre-op or post-op, did the patient receive any blood thinners as part of the surgical protocol? Where in the green range was the indicator located prior to firing? Were there any staple formation issues noted in the primary or secondary procedure? Were the donuts inspected in the primary procedure? If so, were the donuts complete? Was the washer cut completely in the primary operation? What steps were taken to remove the device? Where was the blood specifically observed and how was it addressed? Did the patient receive a blood transfusion? What is the current patient status? Response received: the event did not occur recently. The customer never told us when the bleeding happened. The sales rep will attempt to obtain the information.

Event description:
It was reported that post-operative one day after a bowel procedure, the patient presented with bleeding around the anastomosis. The patient had to be returned to the operating room to address the bleeding. It was unknown if a transfusion was required. There was no mention of malformed staples. The surgeon fired the device. The device was closed, held for fifteen seconds, and it is unknown if the device was tightened again before firing. There was no mention of a leak. The device is not available for return.